Manufacturer narrative:
The visual evaluation of the returned device confirmed that the driver is broken above the thread part. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. The chemical analyzes of the screwdriver showed that the raw material and hardness are conforming to specification. The micrographic analysis showed no surface defects and no metallurgical defects. The surgical technique states always use the torque limiting t-handle for final tightening. The customer reported that the instinct torque limiting t-handle was used during the surgery. The return of the torque limiting t-handle used during the surgery was requested and received. The torque limiting t-handle used during this surgery was identified to be conforming. Based on information available and the investigation, the exact root cause of this issue can not be determined.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported when the surgeon locked the blockers, the final screwdriver shaft broke. The part of the instrument that broke remained inside the blocker, however the surgeon could remove it with tweezers. The surgery was completed successfully with a second driver. No adverse events were reported.